Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer facility reported that the lot number is 0061935002. This lot number does not validate in our system with product 354207. For this report, the lot number is considered "unknown". To date, no sample and/or additional information has been received. The report will be updated once the customer provides more information. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported, customer had a leaking incident when infusing paclitaxel with our safeday tubing #354207.